Event description:
The consumer stated that she experienced recurrent urinary, bladder, and kidney infections over the past two years. She visited her physician on (B)(6) 2013 and was prescribed antibiotics. She stated after her doctor visit she is still experiencing blood in her urine. She feels the infection is caused by the dye within the pads. She revisited her doctor and was diagnosed with another bladder infection and prescribed ciprofloxacin hcl 250 mg daily for 21 days. She has a follow-up visit scheduled after her medication is complete. If the infection is not cleared, her doctor has advised her to visit a urologist.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product on (B)(4) 2013 and a product evaluation was performed. Document and record review was performed for the reported lot. Documentation assessed includes: manufacturing, production, quality audit, raw material, device history record, sanitization, environmental and finished product bio-burden. This evaluation found no anomalies that may have attributed to the reported issue and no process upsets. The cause of the reported complaint could not be determined. The complaint could not be confirmed from either the visual evaluation nor the investigation.